Manufacturer narrative:
Additional information: common device name is "gbo." Due to a technical issue, this information could not be saved in the proper field, so it is being recorded here. D4- rpn- ult12.0-38-25-p-5s-cldm-tong-050399. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, leakage occurred from the catheter's hub area, a new product was used. There was no of injuries.